Manufacturer narrative:
Failure analysis noted that the pump had ghosting display during button press due to faulty lcd board. The pump had scratched lcd window, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 81 mg/dl. The customer stated that the pump gives a darkened font. She stated that you cannot see the word if you highlight it. The customer changed the battery troubleshooting was not able to resolve the issue. The device was returned for analysis.